Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the pad on the jaws of the device split in two and one half fell off. The other half stayed on the device. The part of the pad that fell off the device was retrieved and case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Device evaluation- no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the tissue pad damaged, melted, and a small portion was not returned. The device was connected to a test handpiece and generator and it activated during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad.